Manufacturer narrative:
Device is an instrument, not implantable. Reporter of event is sales representative. Investigation is pending.

Event description:
During a pathfinder surgery, the middle extender sleeve disassociated from the screw several times throughout the case. It was discovered during the case that the tips of the sleeve were bent. A surgical kit was retrieved from another hospital to complete the case causing a surgical delay of 2 hours.